Event description:
It was reported that the pump was constantly beeping pa 400 during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device- operator of device is unknown.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, the lcd lens is scratched, and the upper right corner rear housing is chipped. The devices event history log was reviewed for evidence of the reported event, high pressure and no disposable alarms were found in the log. To conduct testing, a function check, including a battery alarm test was performed. The customer reported problem was not duplicated and no fault was found as the pump is giving the normal cassette removed alarm without the test cassette installed and is quiet with the cassette installed. Upon inspection, the downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. The dso (downstream occlusion) sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.